Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and no abnormalities were found. The customer's sample pre-analytic details were requested but not provided. The field service representative found the rinse nozzle was overflowing due to a missing spacer for the blankcell nozzle. He placed a new spacer on the blankcell nozzle, verified the instrument was performing within specifications and performed a precision check without issues. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas 6000 c (501) module. The initial result was 160 mmol/l. The repeated result was 140 mmol/l. The repeated result was obtained on another c501 module and was considered to be correct. The results were reported outside of the laboratory. The electrode lot number was q0957 with an expiration date of (B)(6) 2022.